Event description:
Spontaneous call from patient cadd legacy sn (B)(4) displaying error code 1870. No side effects reported. Patient able to switch to back up pump with no issues. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace the device? Yes. Dose or amount frequency route: 10ng/kg/min continuous i.v. Dates use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah. Reported to (B)(6) by: patient/caregiver. Strength: 1.5mg.